Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's mother reported via phone call that insulin did not exit from the reservoir well. The mother reported the insulin pump was exposed to moisture from the pool. The customer's blood glucose was 300 mg/dl at the time of the call. The mother declined to troubleshoot for the customer's high blood glucose. The mother reported they had to change the infusion set and reservoirs three times to resolve the issue. The mother declined to return the reservoir for analysis.